Event description:
It was reported the balloon ruptured at eight atmospheres during dilatation of a stent in the subclavian vein. Upon withdrawal of the balloon catheter through the introducer sheath, a portion of the balloon material detached and remained in the pt. Retrieval of the detached balloon material utilizing a snare was successful and uneventful. The procedure was successfully completed with this unit. The pt's condition is good. This device has not been rec'd for eval. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty, which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon material. User technique and/or pt anatomy may have contributed to this event. However, the co is unable to determine an exact cause for this event. The co's directions for use state: "due to the thin wall thickness of the xxl balloon, xxl balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure with the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... Caution: if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."